Manufacturer narrative:
A review of tickets was performed for reagent lot number 07016m800. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for lot number 07016m800 was within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect ca 19-9xr for reagent lot 07016m800 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-39.

Event description:
The customer observed a falsely decreased architect ca 19-9xr result for an (B)(6) year old male patient diagnosed with pancreatic cancer. The following data was provided: initial result = >1200 u/ml, automatic 1:10 dilution = 900 u/ml, manual 1:10 dilution = 1100 u/ml, previous result from february generated on an architect analyzer = 42000 u/ml. Additional laboratory data provided: bilirubin = 3.8 mg/dl no impact to patient management was reported.